Manufacturer narrative:
Lifescan has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to another device performed within 30 minutes of each other. The reporter noted "17. Xmmol/l." This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (08/23/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 7/26/2013 and 8/16/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (08/13/2013)-product evaluation: the associated test strips were returned on 07/22/2013 and analysis completed on 08/07/2013 by lifescan product analysis with the following findings: the reported complaint could not be confirmed. However, a secondary issue was found. Error 4 message was observed when the test strips were analyzed using control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.